Event description:
Customer initially reports device was in contact with the doctor and blew up in his hand" upon first use of product and multiple clogging episodes. On (B)(6) 2013 dr (B)(6), reports that the device did not blow up. It was difficult to operate, stopped working several times and clogged repeatedly. Device was leaking about the sides of the device and he sustained some minor blisters on his hand which healed quickly. This is the first time he used the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.